Manufacturer narrative:
(B)(4). Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event or confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 25mm bioprosthetic mitral heart valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of approximately eight (8) years, six (6) months. As reported, the reason for re-operation was due to degeneration secondary to severe intra-prosthetic failure by fibro-calcification, which were detected on echocardiogram. A transcatheter valve was implanted and the patient was listed as hospitalized in stable condition, post-operatively. No additional details were provided.